Manufacturer narrative:
H6-device analysis revealed no device failure, and no anomaly found with the device. Device was placed on 108 day cycle test at .3ml/day rate with acceptable infusion and motor function results. Unable to duplicate initial reported event during device analysis.

Event description:
Pt experienced good pain relief when device was first implanted, but was experiencing increased pain at his post-op appointment. Pt's morphine dosage was increased with a corresponding decrease in pt's oral medications at that time. Pt continued to experience increased pain, and physician performed diagnostic testing for catheter patency and pump function. Physician then accessed pump reservoir to confirm volume of drug in pump. A volume discrepancy was noted in the amount of drug aspirated, and the physician refilled the pump with 18cc of drug. Two weeks later, the pump was again accessed and found to have 18cc of drug present. The device was then explanted and replaced with a new system. Pt is doing well with new pump.